Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the event was reported by the patient to be due to the homechoice cycler door "breaking the lines of the cassette, leading to a leak", however this information was unable to be confirmed and the nurse believed it was a technical failure from the patient and not a product failure; therefore the cause has been assessed as unknown. On the same day as event onset, the patient was hospitalized. The patient was treated with unspecified intravenous and intraperitoneal antibiotics during hospitalization. Five days after hospitalization, the patient was discharged to home with intraperitoneal vancomycin treatment (dosage, frequency and duration not reported). At the time of this report, the patient was responding to treatment and was recovering from the event. Pd therapy was ongoing. No additional information is available.